Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was not connecting to the meter and it had alarmed lost sensor. Customer's blood glucose was over 107 mg/dl. Customer was advised the issues might be with meter and to ensure that was the case they attempted to connect the device with sensor, it did not connect. The customer was then advised to perform a self-test and it alarmed radio frequency pic failed self-test. Customer was advised the device needed to be replaced and he agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.